Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that the pump exhibited a "no disposable, clamp tubing" alarm. It was reported that the residual volume was 36.8, the rate was 0.6, and the amount given was 63.25. No adverse patient effects were reported. Per reporter no further information is available at this time.